Event description:
The pt, with severe, medically refractory parkinson's disease, was in the process of undergoing surgery to implant a medtronic deep brain stimulating -dbs- lead into the left globus pallidus -gpi- in 2001. Pt had rec'd the first implant, on the right side, in 1999 without incident; due to progression of symptoms, the pt now elected to undergo contralateral dbs implantation. Microelectrode mapping -3 tracks- proceeded smoothly, with clear identification of motor gpi and optic tract. The pt was fully awake and cooperative. At the end of microelectrode mapping, the pt was noted to be slightly more hypophonic and slower in verbal responses, but had no motor deficit. The dbs lead was inserted superficially, 2omm above target, and the pt was reexamined. The pt had rapidly become obtunded, weakly following commands on the right side but not left. The procedure was immediately aborted, the scalp closed rapidly, and the headframe removed; the pt was intubated. During and before the onset of the deficit all vital signs had been stable, with systolic blood pressure = 120 mmhg; after the deficit became apparent, the pt briefly had increased blood pressure - systolic blood pressure = 170 mmhg, rapidly treated with labetalol. The pt rec'd an emergent head CT scan, which showed a 3 x 3 x 2.5 cm - approx 12cc volume - hemorrhage in the left basal ganglia, without intraventricular or subarachnoid extension. Within a few hrs after the event, the pt followed commands more briskly on the left side, had some motion of the right leg, but could not move the right arm. Follow-up CT 8 hrs after the first showed no change in the hematoma. Pt is currently being treated with ventilatory support, mild hyperventilation, mild diuresis, and control of blood pressure. This event likely occurred at the end of microelectrode mapping. There were no warning signs of this event, no untoward events in surgery prior to the hemorrhage, no technical problems with surgery, and no special risk factors in pt's case. The pt's platelets and coagulation factors were normal the day prior to surgery. Intracerebral hemorrhage is a known risk of stereotactic brain surgery and is discussed fully in the study consent form.